Manufacturer narrative:
Additional information has been received stating the system hung while attempting to run before the surgery, based on information received following submission of the initial report, this event does not meet criteria for reporting as a non-serious injury/serious injury/malfunction. No further reports required. Hence no further reports will be scheduled under 2028159-2024-01093. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that before phacoemulsification procedure, an ophthalmic system hangs. The procedure was completed after restarting the system. There was no patient contact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).